Event description:
An impella cp was inserted via right femoral artery in a 53 year old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. The patient received support from the cp for the coronary angioplasty procedure. On day 2 of support, hematuria was observed, which appeared to be clearing slowly. The p-level had been decreased from p-9 to p-5. The device was explanted. Hemolysis is a known risk associated with impella cp as described in the instructions for use.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H6: omitted e0303 based on a review of the complaint file. H11: updated based on the results of the investigation. Investigation summary: ppae (hematuria) : the cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot : 1949021. Device history batch: subcomponent lot : n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.